Event description:
Patient presented in-clinic after experiencing pectoral stimulation. X-ray imaging was performed and revealed the right atrial (ra) lead had become dislodged due to twiddler's syndrome. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.